Event description:
It was reported by the representative that the one lcsc5 was used during a laparoscopic cholecystectomy procedure. It was reported that the representative was in the case with the surgeon who was being preceptored in the ddlc modality by another surgeon. After about five minutes into the procedure, the device had a solid error tone. The surgeon was instructed to regrasp the tissue and try again. The device still had a solid tone. The device was retorqued and cleaned and still had a solid tone. The surgeon was instructed to try the test tip and it worked. The rep instructed the surgeon to use another device to finish the procedure. There was no pt consequence.